Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 820 mcg/day) via an implantable pump for intractable spasticity. There were no applicable non reservoir drugs mentioned. The patient had been having issues with the pump flipping beginning on an unknown date and the pump was confirmed to be flipped via an x-ray that was done on this report date; they were initially having issues with telemetry, they moved out of the room and were able to get telemetry after. Reportedly the patient had arachnoiditis for about 6months prior to this report date and they wanted to know if it could be due to the system, it was reviewed how the catheter placement could expose patient to arachnoiditis. It was noted that a dye study was also performed on this report date to check the catheter patency because the patients dose was increasing, the dye study went fine and they did not find any catheter issues. The rep was to follow-up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the root cause of the arachnoiditis was not determined. It was reported that the actions/interventions taken to resolve the arachnoiditis were unknown. It was reported that the cause of the flipped pump was not confirmed but suspected that the pump was not sutured down properly. It was reported that the patient would be scheduled for a pocket revision with the hcp. It was reported that the catheter placement was confirmed to be intact following the confirmed flipped pump. It was reported that the arachnoiditis and flipped pump event was not resolved. The patient's weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that something in the room was contributing to the telemetry issue. Also, the pump was flipped so that could have been part of the problem

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient lost a lot of weight. Her pump began to flip. No diagnostics or troubleshooting was performed. Surgical intervention occurred (B)(6) 2018. The pump was sutured down tight to her fascia to prevent this. There was no change to the pump or catheter. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that due to the issues with programming that were caused by electromagnetic interference within the refill room the patient had to go for emergency care. The caller stated something about an alarm but no further information was able to be obtained. No further complications were reported.